Manufacturer narrative:
It was reported that a female patient underwent atrial fibrillation ablation procedure using the thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Additional information was received on (B)(6)2020 indicating, the patient required extended hospitalization in the intensive care unit for observation. However. The patient fully recovered. Ablation was performed prior ton noting the cardiac tamponade and there was no evidence of a steam pop. No error messages were noticed during the procedure on any biosense webster inc. Equipment. The physician¿s opinion was that the perforation with catheter not related to malfunction of product. Settings during the event include visitag visualization features with module settings at: 3mm range, 5 sec time, force over time 25% for 3g, tag size 3mm. No additional filters were used and color options were set to tag index. The biosense webster inc. Product analysis lab received the device for evaluation. The investigational analysis completed 3/3/2020. The device was visually inspected, and it was found in good conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed, and no internal actions were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation ablation procedure using the thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Caller reported there was a drop in blood pressure on the patient. The pericardial effusion was confirmed by intracardiac echocardiography (ice). Caller reported that the medical intervention provided was a pericardiocentesis and 100 cc of fluid was removed. The patient was reported to be in stable condition. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.